Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective high voltage power supply board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high frequency (hf) unit esg-400 had an error e433 and will automatically restart. The inspection could not be done due to the outstation. There was no procedure involved. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. During evaluation, the following were found: error e038, error e064, the mother board found defective, error e433 is coming on display due to defective high voltage power supply board, some sticky material found on mother board and high voltage power supply board, mother board and high voltage power supply board also had corrosion, insulation film for mother board and speaker board found deformed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.